Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set w/ microclave® clear, purple clamp, rotating luer was found to have become disconnected during patient use. The reporter stated that the connectors would not stay connected. Patient mr# (B)(6) was involved in the event. It was also stated that they were not able to inject the correct amount of contrast and the nurse assured that the connector was hooked up properly and tight. The sample is not available for evaluation. There was patient involvement, no human harm or adverse event, and no delay in therapy reported.